Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level ranged from the low to high 200s mg/dl and the cause was not known. A correction bolus via the pump was delivered to address the bg level. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the high bg.